Manufacturer narrative:
The reported event on the lead was "failed shocks". As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported, that a hospital implantation registration for received. Indicated, that the right ventricular lead exhibited failed shocks. The lead was explanted and replaced. Further information was not provided.

Event description:
It was reported that a hospital implantation registration for received indicated that the right ventricular lead exhibited failure to convert rhythm. It was noted that the shocks were delivered successfully but did not terminate the rhythm. The lead was explanted and replaced. Further information was not provided.